Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer initially reported connection issues with his transmitter. Customer then reported that his display screen was scratched, making it difficult for him to see. The customer's blood glucose was 93 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.